Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, fo llowing medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It is reported that the trellis catheter was advanced to treatment area followed by insertion of the wire/drive unit. At this point the drive unit was turned on and " it did not spin". The wire was them removed from the catheter and reinserted to try again with the same result. The entire device was then removed and the patient was treated with another (non-trellis) device. No patient injury is reported evaluation summary: the trellis catheter and odu were received for evaluation. The oscillating wire of the odu was fractured at the distal edge of the black section (immediately proximal to the grey sigmoidal section). The entire gray section was located in the catheter (between the balloons). That is, there was no unaccounted for wire segment(s). The gray section was extracted from the catheter by pushing on the distal edge (proximally) with a 0.035" mandrel. Both fracture faces exhibited material deformation of the ribbon component that would indicate a torsional fracture mode. The odu was activated. The switch light turned on and the oscillating wire (without the sigmoidal section) spun as designed.